Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports while they had been sleeping the pod failed to adhere and had fell off the infusion site (abdomen), causing the cannula to dislodge. The patient went to the hospital as they did not have any back up for insulin delivery. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 3 days.